Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR. Report: 1627487-2017-08467, reference MFR. Report: 1627487-2017-08468, reference MFR. Report: 1627487-2017-08470. It was reported the patient¿s right supra orbital lead migrated. As a result, the patient underwent lead revision on (B)(6) 2017 where the one lead was repositioned. All potential leads are being reported as it is unknown which one is liable.